Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05176. It was reported the patient began to experience stroke symptoms after being implanted with an scs system. In turn, the patient's scs system was deactivated by an sjm representative. The patient also stayed in the hospital overnight due to the symptoms. The doctor is unsure of the cause of the symptoms. The doctor also late confirmed that the patient did not experience a stroke. The patient's symptoms have resolved.